Event description:
It was reported that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 433 mg/dl. Customer stated that his blood glucose was high during last three days. The customer was using insulin pump within 48 hours of high blood glucose incident. Customer had symptoms of difficulty in breathing and headache due to high blood glucose. The auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.